Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During the device evaluation, the foggy image was unable to be reproduced. Based on the results of the investigation, the root cause of the foggy image was unable to be identified. The event can be detected by following the instructions for use which state: ¿3.6 inspection of the endoscopic system. Inspection of the endoscopic image: while observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿4.1 insertion: if the endoscope is cold, dew condensation may form on the surface of the objective lens, and the endoscopic image may appear ¿cloudy¿. In this case, increase the temperature of the sterile water in the water container to between 40 ¿ 50c (104 ¿ 122f) and then use the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter: address- (B)(6). The subject device was received and evaluated. Device evaluation noted the fault reported " camera foggy" was not reproduced. However, inspection found the device adhesive on the bending cover section noted "aging" . Review of the repair history record of this product noted the concerned product has been repaired once in the past year. The repair record showed : repair completed on 2022/01/04 fault detection found on the history repair : objective lens (ob-lens ) had defects. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a diagnostic gastroscopy procedure, the camera is foggy and the insertion part is corroded. The device was replaced. The intended procedure was completed using another device and no patient harm, no user injury reported due to the event.